Event description:
Rotarex atherectomy system's spiral coil broke off into patients left femoral artery when it should have been attached. Surgeon successfully retrieved coil from patient without injury.